Manufacturer narrative:
This report is submitted on june 19, 2019.

Event description:
It was reported that the recipient was hospitalised and treated with antibiotic (IV) due to infection. The device was explanted (B)(6) 2019 under general anaesthetic.